Event description:
An instructor at the college wore the face mask and developed a mild reaction on their face. They experienced redness and itching. The instructor then wore a mask again the next day and had a more severe reaction. They developed more redness, itching and hives in the areas that the mask had touched their face. By the next day the hives began to open up and form lesions. The lesions were on their face and up their nose. The intructor went to see the head of the dental department and asked them if they thought pt should see a dr. The head of the dental department advised the instructor to see their dr. The instructor went to their dr and the dr prescribed a steroid ointment to be applied to the hives/lesions. Symptoms subsided shortly after treatment. The head of the dental dept also checked with students to see if anyone else had a reaction to the mask. They found that 9 to 10 students experienced minor redness and itching after wearing mask for an unspecified amount of time. The symptoms subsided within 24 hours of removing the mask.